Manufacturer narrative:
Concomitant medical products: baxter IV bags,IV flush syringe. Customer declined to answer patient demographics critically ill ICU patient. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the nurse experienced frequent ail (air in line) alarms in the early am on two continuous primary infusions; levophed 8mg/250ml ns at 5 ml/hr, and cisatracurium 100mg/100ml at 6 ml/hr. The patient required both medications urgently, and was critically ill, therefore the levophed bag was not warmed to room temperature. The ail alarms occurred continuously approximately every 20-30 minutes; however, there was no visible air noted in the line. The nurse removed the tubing from the device and flicked it to troubleshoot the ail alarms; they were unable to flush the line as the IV bag was small. The line was eventually removed and both the tubing and devices were replaced. Although the nurse stated there was no harm to the critically ill ICU patient, there was a significant delay delivering both emergent infusions.